Event description:
It was reported that during central processing, the small grasping retractor had a broken cable. There was no report of patient involvement and no reported injury. No further details were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal end. The root cause of broken pitch cables is attributed to a component failure. Additional observations not reported by site: signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of corroded instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. Additionally, the small grasping retractor was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded instrument clamping pulleys is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the small grasping retractor (470318-10/k11220516 0148) associated with this event has been performed. Per logs, the small grasping retractor instrument was last used in a procedure on (B)(6) 2022 on system sk2830. The alleged instrument had 9 uses remaining after the last procedural use. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank field is not available. Fields are not applicable.